Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator and surgeon reported that the pt was experiencing pump stoppages and the historical pump data demonstrated low speed operation events recorded. X-rays images submitted to the MFR for analysis were questionable for percutaneous lead integrity and a review of the pt's log file data revealed recorded "low flow hazard" events associated with "pump disconnected" alarms. The hospital subsequently made a decision to exchange the pt's pump with another lvad due to continued low speed hazard events associated with "pump disconnected" alarms and loss of power.

Manufacturer narrative:
The pt continues on lvad support post the pump exchange with no further issue reported. The MFR is attempting to acquire the explanted device for further eval. The user facility report (B)(4) was received from the (B)(4) registry. (Please ref MFR's report #0002916596-2013-00403 for the reported outflow bend relief disconnected issue). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.